Event description:
The reporter indicated a 13.0se/+3.5 diopter aa4203tl toric silicone single piece lens was torn during the loading process, there was no patient contact. The reporter indicated the msi-pr injector plunger overrode the lens and caused the lens damage. The reporter stated the injector was defective.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer? No. (Other): the product pertaining to this complaint was not returned for evaluation. However, the lens was returned and visual inspection found the lens torn into two pieces, from one haptic through the optic to the other haptic. A piece of one haptic was torn off and missing. There was evidence of clear surgical residue. Evaluation codes: conclusions - (no conclusion can be drawn): based on the complaint history and the evaluation of the returned lens, a specific root cause of the event could not be determined. (B)(4). Other text: injector was not returned.